Manufacturer narrative:
This product has not been returned to boston scientific, and as a result, laboratory analysis could not be conducted. Please refer to b5 describe event or problem for more information regarding the specific circumstances of this event.

Event description:
It was reported that the patient with this pacemaker performed an exercise test today due to an unknown behavior of the pacemaker at higher rates. After cycling for 20 minutes, the holter monitor showed p-waves that were not tracked. The right atrial (ra) egm showed under-sensing of small p-waves and the p-waves were measured with calipers at 0.47mv while sensitivity was put on 0.75mv. Automatic gain control (agc) software feature showed more under-sensing since there was far-field r-wave oversensing. Additionally, there were two signal artifact monitor (sam) episodes that pointed towards minute ventilation (mv) signal oversensing. The patient has a total block and no rhythm of her own. The healthcare professional programmed the accelerometer on at response factor 8 to follow this sinus rhythm. The plan is to follow-up with the patient in two weeks to check on patient symptoms. If the symptoms are still there, they will consider evaluating the sensor-replay and see if the accelerometer can be programmed to a higher response factor to follow the sinus rhythm but not dominate it. There were no adverse patient effects reported. This pacemaker, ra lead and rv lead remain in-service.

Event description:
It was reported that the patient with this pacemaker performed an exercise test today due to an unknown behavior of the pacemaker at higher rates. After cycling for 20 minutes, the holter monitor showed p-waves that were not tracked. The right atrial (ra) egm showed under-sensing of small p-waves and the p-waves were measured with calipers at 0.47mv while sensitivity was put on 0.75mv. Automatic gain control (agc) software feature showed more under-sensing since there was far-field r-wave oversensing. Additionally, there were two signal artifact monitor (sam) episodes that pointed towards minute ventilation (mv) signal oversensing. The patient has a total block and no rhythm of her own. The healthcare professional programmed the accelerometer on at response factor 8 to follow this sinus rhythm. The plan is to follow-up with the patient in two weeks to check on patient symptoms. If the symptoms are still there, they will consider evaluating the sensor-replay and see if the accelerometer can be programmed to a higher response factor to follow the sinus rhythm but not dominate it. There were no adverse patient effects reported. This pacemaker, ra lead and rv lead remain in-service.